Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 298 mg/dl at the time of call. The customer stated that her blood glucose went high as 600 mg/dl. The customer stated that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.